Event description:
Patient with a long history of coronary artery diesase having had stents placed in his circumflex artery and left anterior descending artery serveral years ago. Also has aortic stenosis. Gradually worsened. Tee (transesophageal echocardiogram) confirmed presence of severe aortic stenosis on calcified trileaflet valve. Patient has minimal symptoms but increasing fatigue with no shortness of breath, chest pain or near syncope. A coronary artery bypass was performed, during which the surgeon used the harmonic focus hand piece. When taking the internal mammary artery, the handpiece was attached on the field and plugged into the machine correctly and it passed testing. When the surgeon used the harmonic, nothing happened: "we shut the machine off and detached and reattached the pieces and successfully tested and it still didn't work. Surgeon finished using the cautery." At the end of the case the patient was transported to the intensive care unit in critical condition. The patient was evaluated for cardiovascular status the following day and was stable and within acceptable limits.======================manufacturer response for harmonic shear, shear harmonic 9cm crvd focus (per site reporter).======================manufacturer representative came to risk management shortly after surgery making us aware of the issue and requested that upon finalization of the medsun report, and when the device was submitted to risk mgmt, the device be sent to the manufacturer for laboratory review.